Event description:
It was reported prior to use that cardiosave intra aortic balloon pump(iabp) the battery indicator light was not working.there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: (B)(6).

Manufacturer narrative:
Corrected fields: d10.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields :b4, d9, e1 (event site email), g3, g6, h2, h3, h6 ( medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to replicate the reported issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.